Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was sleeping during the event, and when they tried to wake her up, she was not responding. An ambulance was called, and the patient was treated with an unspecified intravenous treatment and 3 tubes of glucogel. When a fingerstick was taken during the event, the cgm was reading 6.8 mmol/l and the blood glucose reading was 2.8 mmol/l. The patient recovered after treatment, and it was not stated that more treatment was necessary. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.